Event description:
Event description guidant received information that this atrial pacing lead measured a marked increase in impedance, which is now out-of-range. The lead can no longer provide capture and sensing has decreased. The patient denies any chest trauma. Attempts to evoke noise using clinical maneuvers were unsuccessful. Therefore, a guidant technical services consultant recommended obtaining a chest x-ray (cxr).